Event description:
It was reported the filter became stuck and could not be deployed. The device was removed and another one was used successfully to complete the case. There was no pt injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. Upon inspection of the returned sample, a visual of the delivery system showed that the filter hooks were dislodged from the tight spline and the pusher pad was not in the apex of the filter (out of alignment). The filter was easily pulled out of the distal end of the introducer sheath, by hand, with minimal force. There was crystalized dried contrast media that came out of the end of the introducer sheath when the filter was removed. When the pusher wire was removed from the introducer sheath, there was a mass of crystalized dried contrast media at the proximal end of the proximal cylinder stop. The pushwire was otherwise clean and intact. The storage tube and the y-body had no defects and were intact. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The introducer sheath was clean and intact. All measurements taken were within specifications. The result fo the investigation was confirmed for failure to deploy, root cause unk. It is unk if pt and/or procedural issues contributed to this event. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU states the following; delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.